Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the pt was in an ambulance due to elevated blood glucose levels and admitted to the ER. It was also reported that the pump had been losing power prior to being taken by the ambulance.